Event description:
Information received indicates the head hi/low is drifting.

Manufacturer narrative:
The technician, after replacing the trend and head hi/lo up and down valves, replaced the hydraulic manifold to repair the bed.